Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for two patient samples tested with ise indirect na, cl for gen.2 and a third patient sample tested with ise indirect na, k, cl for gen.2 on a cobas 6000 c (501) module. It was asked, but it is not known if any incorrect values were reported outside of the laboratory. The first sample initially resulted with an na value of 162 mmol/l, which repeated as 137 mmol/l. The first sample initially resulted with a cl value of 113 mmol/l, which repeated as 100.1 mmol/l. On (B)(6) 2019, the second sample initially resulted with an na value of 79 mmol/l, which repeated as 125 mmol/l. On (B)(6) 2019, the second sample initially resulted with a cl value of 149 mmol/l, which repeated as 84 mmol/l. On (B)(6) 2019, the third sample initially resulted with an na value of 122 mmol/l, which repeated as 139 mmol/l. On (B)(6) 2019, the third sample initially resulted with a k value of 3.82 mmol/l, which repeated as 4.99 mmol/l. On (B)(6) 2019, the third sample initially resulted with a cl value of 121 mmol/l, which repeated as 103.4 mmol/l. No adverse events were alleged to have occurred with the patients.